Event description:
During the initial implant procedure, the right ventricular (rv) lead was placed in the septum. It was decided to reposition the rv lead, however the helix would no longer retract. The lead was capped and a new lead was selected and implanted to resolve the event. The patient was in stable condition.